Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same pt. It should be noted that the probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the punctures. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approx 4.5 mm from the balloon proximal tip. The review of the lhr (lot f1330205) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR 3004939290-2014-00405 for the first device.

Event description:
The following info was reported by aci sales rep: balloon loss of pressure during pullback, approx 8/10 to the arteriotomy. Two devices were attempted and both had balloon loss of pressure at the same point of the pullback. Since arterial access was maintained, physician successfully perclose the pt.